Manufacturer narrative:
(B)(4). Insulin pump received with cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. Insulin pump passed the displacement. The test infusion set and reservoir does lock into place. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.¿ however; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the retainer ring was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.